Event description:
It was reported that a patient experienced extreme fatigue and episodic lack of oxygen following a pacemaker check involving a leadless implantable pulse generator (ipg). "Recently I have been incurring two major symptoms... Very very tired, extremely tired. Day in and day out". During the check, medtronic technicians expressed confusion about the pacemaker's functioning and did not reset the device. It was suspected that the patient might have a pulmonary issue and the patient believes there is something wrong with the device. "This thing really has been terrible". The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.